Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, no lights were showing on the biometric identifier, and it required maintenance. Multiple nurses mentioned that they had tested the fingerprint scanner but were not able to proceed with logging in to the pyxis device. One specific device was experiencing the issue. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that biometric identifier (bioid) was failed to function. The field service engineer (fse) spoke with pharmacy and rebooted the station. After the reboot, the fingerprint reader functioned properly and was able to read fingerprints successfully. The system functioned as intended after the field service engineer (fse) resolved the issue.